Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. Six years, ten months and twenty-four days post filter deployment, it was alleged that the filter struts perforated and the filter allegedly tilted. The device has not been removed, and there have been no reported attempts made to retrieve the filter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Eight images were reviewed. The first images are computed tomography scans revealing the filter placed at an infrarenal location. The computed tomography scans do indicate some tenting of the vena cava with the struts appearing outside the cava wall. Two images are venograms that reveals fairly central placement with mild tilt. Medical records were provided and reviewed. Approximately six years, ten months and twenty-four days post filter implantation, a computed tomography of abdomen was performed and study notes mentioned the filter was tilted with multiple struts perforated the inferior vena cava. Therefore, the investigation is confirmed for the reported perforation of inferior vena cava and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. Six years, ten months and twenty-four days post filter deployment, it was alleged that the filter struts perforated and the filter allegedly tilted. The device has not been removed, and there have been no reported attempts made to retrieve the filter. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.